Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot, that would have contributed to the reported issue. Additionally, a review of the complaint history identified, no similar complaints. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. Also a cause for the reported poor imaging resolution could not be determined. There is no indication, of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a short posterior leaflet and imaging was challenging. An ntw clip was inserted and deployed without issues. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Although an slda occurred, the clip was stable on the anterior leaflet and mr reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.